Manufacturer narrative:
(B)(4. During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The traveler rx is currently not commercially available in the u.s. However, it is similar to a device sold in the us. Evaluation summary: a visual and functional inspection was performed on the returned device. The reported shaft leak was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the preparation for use section of the traveler rx, coronary dilatation catheter instructions for use, states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body; otherwise, complications may occur. The investigation determined that the reported shaft leak appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat an eccentric de novo lesion in the mid right coronary artery (rca) with mild tortuosity and mild calcification that was 90% stenosed. A 3.0 x 15 mm traveler rx balloon dilatation catheter (bdc) was advanced to the lesion and crossed successfully. Air aspiration (device prep) was performed inside the anatomy when blood was observed to be pulled into the indeflator. The bdc was removed from the anatomy. It was stated that when the bdc was examined outside the anatomy, a leak of contrast was noted around the guide wire port. A new non-abbott bdc was usd to complete the procedure. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.